Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door latch was failed. A field service engineer (fse) observed the door 2 was initially opening with clicking sounds and failing to operate properly. All latch connections in the tower were cleaned and tightened. A diagnostics test was run and passed successfully. The door was opened and closed multiple times without any issues, and the customer was able to inventory medications in door 2 without problems. The system functioned as intended after the fse repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es tower door latch had failed. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section h6 imdrf annex a grid. A supplemental MDR was submitted to reflect the correct imdrf annex a grid.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower door latch had failed. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.